Manufacturer narrative:
The investigation for the reported saturated flow and high purge pressure has been completed. The product was returned. Per the results of the clinical review and investigation: the returned pump was visually inspected, and biomaterial was observed in the purge gap. The cause of the issue was biomaterial in the purge gap. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited saturated flow and high purge pressure issues. The physician decided to explant the pump and replace with another impella cp. No further information was provided.